Manufacturer narrative:
No device was returned. A photograph was provided showing what appears to be a slice in the lumen, indicative of being cut with a sharp instrument. The slice/cut appears to be at an angle and through approximately 3/4 of the lumen diameter. As the lumen is implanted fully in the patient it is not exposed to sharp objects. It is not known if the device was checked for nicks or small cuts prior to insertion. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The device was inspected according to specification as well. This inspection included a 100% leak test of the device. This test would have detected the leak if it had occurred during the manufacture process. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are awaiting additional information and clarification of the event. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Placed PICC. X-ray obtained. Pulled back catheter and was unable to flush. Catheter removed and line found to be cracked 2cm from tip.